Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had an unspecified malfunction was confirmed. An assessment was performed on the device which determined that a component was broken, and would not spin the tool. It was further noted that the connecting shaft was broken. The assignable root cause was determined to be due to the components being worn from repeated use and sterilization over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device had an unspecified malfunction. During in-house evaluation it was observed that the connecting shaft was broken and would not spin the tool. It was reported there was no patient involvement. It was reported that there was no delay to a surgical procedure as an identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.